Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with neurostimulators for parkinson's dual and movement disorders. It was reported that the patient experienced loss of stimulation. It was indicated that patient took some medicine and got shakier. She wasn't sure if her stim was working. She checked her device with patient programmer and it was indicated that the stim was on but she did not have the ability to change stim. Patient has appointment to see her healthcare provider in a few weeks. The event occurred on (B)(6) 2016. Refer to manufacturer report # 3004209178-2016-08135.

Event description:
Additional information received from patient indicated that she was attempting the check the battery packs. Patient called to get assistance with checking the device because it did not recognize the screen read out and she was unable to locate the user guide. The person with whom she spoke to was able to guide her through the process (it has been since the time she had tried to check the device).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.